Event description:
A malfunction on a pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted in the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappears.